Manufacturer narrative:
A philips field service engineer went to the customer site to gather system logs for further investigation. A philips software engineer reviewed the system logs and did not find any evidence of the customer¿s reported issue. The lack of system errors prevented additional investigation to determine the root cause of the issue. The system has been placed back into service with no additional complaints regarding this issue reported by the customer post notification.

Event description:
A customer reported their epiq 7g ultrasound system was used to perform an examination under a different patient¿s name. It is unknown if the customer selected the wrong patient name from the system worklist. A philips clinical specialist assisted the customer with correcting the patient¿s name to resolve the immediate issue. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported their epiq 7g ultrasound system was used to perform an examination under a different patient¿s name. It is unknown if the customer selected the wrong patient name from the system worklist. A philips clinical specialist assisted the customer with correcting the patient¿s name to resolve the immediate issue. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.